Manufacturer narrative:
Investigation results confirm that loss of hermeticity at the housing braze joint by micro-leaks most likely led to device electronics failure over time. It appears that the device is in an early stage of failure. Over a certain period of time, humidity will impinge on the electronics and cause damage, finally leading to complete failure of the circuitry. The investigation results seem to match the symptoms mentioned in the patient report. This is a final report.

Event description:
The user started to hear a noise which got increasingly louder until there was no normal audible sound anymore. This noise is only audible when the audio processor is switched on. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user started to hear a noise which got increasingly louder until there was no normal audible sound anymore. This noise is only audible when the audioprocessor is switched on.